Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced hypoglycemia. Customer's blood glucose at the time of incident was 2.2 mmol/l and the current blood glucose value was 6.8 mmol/l. The customer did not have any symptom of hypoglycemia. Customer was assisted with troubleshooting. The customer was using the insulin pump within 48 hours of the high blood glucose event. Customer was treated with carb intake. Auto mode feature was active at the time of incident. Customer also stated that the reservoir was not adjusted while connected. The insulin pump will not returned for analysis.